Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: two photos along with five unused samples were provided to our quality team for investigation. Through visual inspection of the photos, the luer threading has broken off and is observed to remain in the luer of the device that was connected to the syringe. Upon evaluation of the unused samples from lot 2402010, no damage or other defect was observed within the luer threading. A device history review was performed for reported lots 2404011 and 2402010 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of lot 2404011 were used for additional evaluation. All product was visually inspected, the tips were verified to be properly molded and no damage or other defects within the tip were observed. Functional testing was performed on both the retained samples from lot 2404011 along with the five unused samples from lot 2402010, connecting and disconnecting the syringes to a mating luer. In all cases the syringe could connect without issue and no tip breakage occurred. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. No issues related to the reported event were found. Based on the available information and given the device records did not identify any failures related to this incident; we are not able to determine a root cause related to our manufacturing process at this time. It is possible the tip broke due to the force used when engaging the device. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.

Event description:
No additional information.

Manufacturer narrative:
H tab updated: annex e e2403 - no clinical signs, symptoms or conditions. Annex f f26 - no health consequences or impact. Additional batch number reported. Batch: 2402010. Batch creation date: 2024-02-19 . Batch expiration date: 2029-01-31. Full UDI: (B)(4).

Event description:
Additional batch number reported: 2402010. Has patient and/or user harm occurred?: no.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
The following was reported via email: 3 syringes failed whilst attached to patient (in lock box) cracked at the tip end. This what had back from nursing team on cipu I have received a cae regarding an issue with 30ml luerlok syringes, where the end of the syringe had broken off, and a split was noted in the barrel of the syringe. On further questioning by (B)(6), who has completed the cae, it became apparent that this had occurred on two other occasions. Those syringes with the same batch number: 2402010, exp 01/2029 have now been removed from the ipu and are in my office. If req I can send pics. What is your desired outcome? Clinical guidance ¿ eg patient safety advice.